Event description:
Reporter alleged obtaining a blood glucose result of 68 mg/dl on his aviva system compared to the paramedics result of 34 mg/dl when tests were performed within one minute of each other. Reporter stated he was experiencing hypoglycemic symptoms during the time of testing before paramedics were called. Reporter indicated being treated with glucose paste and "shots of something" by the paramedics before being transported to the hospital. It was stated the hospital tested and treated the reporter, however, the glucose results and treatment type was not known. A request was made for the return of the suspect device and replacement product was sent.